Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
New information states that brought into the operation room for a pocket revision due to patient¿s discomfort and pneumothorax. The ICD was under advisory for premature battery depletion with implantable cardioverter defibrillator. The physician elected to replace the device since the pocket was already open and felt at risk for infection. There were no reported malfunctions against the device. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly, a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.